Manufacturer narrative:
The results of the investigation concluded that the anchor leading leg was visible between the sheath tip and the monofold. The device was deployed fully with no anomalies noted. There was no evidence found to suggest the incident was due to an intrinsic defect in the returned device. The device met specifications prior to leaving sjm manufacturing facilities as supported by the device history record and the analysis performed. The overall device condition suggested full or partial extension of the deployment sleeve prior to insertion into the hemostasis sheath, or resistance encountered during carrier tube advancement through the hemostasis sheath.

Event description:
The information provided to sjm indicated a 6f angio-seal vip was selected for use. When the device was pulled back for deployment, the whole device broke away from the patient's right femoral artery without any resistance. The patient lost approximately 800cc of blood, had a large hematoma, and a drop in blood pressure. The patient's condition improved after a blood transfusion. Surgical intervention was not performed, but the patient's hospital stay was extended.